Event description:
It was reported that the patient died. The patient presented with extremely low blood pressure and underwent percutaneous coronary intervention (pci). The 99% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery (lad). Following rotational atherectomy, balloon angioplasty was performed, and a 4.50 x 32 mm synergy megatron drug-eluting stent was deployed. The first diagonal branch had timi 2 flow but subsequently shut down to timi 0, and a clot migrated to the lad where the stent was implanted. The physician then attempted to restore flow with manual aspiration and ballooning, thrombectomy and cardiopulmonary resuscitation were initiated but were unsuccessful. It is not known whether an autopsy was performed.